Event description:
It was reported the patient's "(B)(6) 2008, implant contracted (B)(6) and the patient's physician removed the unit and cut the lead wire within 3 days of being implanted." The patient had symptoms of "fluid buildup, pus stuff, redness and full of debris and infection." It was reported "they took it out and cleaned it first to see if they could still have patient use it, but the infection got worse which was the reason for explant." It was noted the patient still does not have a battery or unit. The patient was informed by her physician that she had to recover for a year before possible consideration for another implant. It was reported the patient still had electrode "left in" and her current healthcare professional (hcp) wanted to do an MRI. The patient was not experiencing symptoms of pain or infection from the electrode being left in. It was reported the patient was having nerve problems in her upper extremities, arms and hands, which is the reason her hcp would like an MRI. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2008, product type: extension; product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2008, product type: extension; product ID: (B)(4), lot# l53241, serial#, implanted: (B)(6) 2001, explanted:, product type: lead. (B)(4).